Event description:
It was reported that the patient had a controller exchange performed due to a driveline fault alarm. The exchange did not resolve the alarm. Log files revealed abnormal pump stops, low speed advisories, and low flow hazard alarms while on the mobile power unit (mpu) and batteries, indicating phase to phase short on the driveline. X-ray imaging of the connector end of the driveline appeared to contain some shield deterioration near the bend relief. The internal image contained no obvious areas of concern. The patient returned to the operating room (or) on (B)(6) 2021 for a heartmate ii to heartmate ii pump exchange due to multiple pump stops noted with the patient immobilized. Driveline damage was suspected to be internal to the body as evidence by pump stoppage caused by surgeon manipulating the pump end near bend relief.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), confirmed internal driveline wire damage that could have contributed to the reported low speed and pump stop events, as well as the driveline fault alarms captured in the submitted log file. (B)(6) was returned assembled with the driveline severed approximately 4¿ from the pump housing. The distal portion of the driveline was returned in one segment measuring approximately 34¿. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, sealed outflow graft bend relief, and bend relief collar were not returned. Upon disassembly of (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Upon removal of the silicone jacket from the 4¿ driveline segment, the bionate cover and metal braided shield separated from the pump housing, exposing the underlying wires. Upon closer inspection, it was observed that the yellow, green, and black wires had completely fractured at the pump housing. The observed damage appeared to be the result of fatigue failure. The yellow, green, and black wires of the 4¿ driveline segment were not tested for electrical continuity due to the confirmed wire fractures. Electrical continuity testing was performed on the remaining wires of both driveline segments and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this test, despite manipulation of the driveline. Visual inspection of the remaining wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline segments were then submerged in a saline solution for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage. The heartmate ii lvas operates on a three-phase motor, where each phase is powered by two redundant wires. The system controller monitors the current in each redundant wire pair to detect open circuit conditions. When the system controller compared the current in the fractured wires to their redundant motor phase wire, the fractured inner conductors of the wires would have resulted in the driveline fault alarms captured in the submitted log file. Furthermore, if the exposed conductors of the yellow, green, and black wires contacted the braided shield while operating on a tethered power source such as the power module or mobile power unit (mpu), the resulting short to ground could have resulted in the alarms and pump stops that were confirmed through the submitted log file. Similar events could have occurred if the exposed conductors of the wires contacted the braided shield simultaneously or if the exposed conductors from two wires of different phases contacted each other while the patient was connected to battery power. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. H and the heartmate ii patient handbook, rev. G are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.